Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software update failed to complete. A technical support specialist (tss) dialed into the station as carefusion admin, verified the windows update and identified that there was a 2019-06 update for windows 10 version 1607 for x64-based system. Tss downloaded the update, rebooted the system and verified the update from the system and remote support service and confirmed that the update was successfully installed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es software did not complete updates. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.